Manufacturer narrative:
(B)(4). Device manufacture date: 03/26/1999. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient experienced undisclosed injuries following the procedure.  No additional information was provided.